Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had excessive no delivery alarms. The customer's blood glucose was unknown at the time of incident. Customer stated the alarm was resolved by a complete set change in the past. Customer also reported a no delivery alarm during a bolus. Customer's blood glucose was 140 mg/dl. The customer also reported troubleshooting found insulin was able to exit during a fixed prime. It was also found the insulin pump alarmed no delivery with a manual prime. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No excessive no delivery alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and a cracked display window corner.